Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-00652. It was reported the patient experienced loss of therapy on the right side (pain pattern: bilateral legs and back). System diagnostics determined high impedances on the right lead. Reprogramming was tried to no avail. Surgical intervention may be taken at a later date to address the issue. It is unknown which one is the right lead. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Date of implant was unintendedly reported incorrect in initial report. This report consists of right information.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2017-00652.

Manufacturer narrative:
In initial report instead of device 1 of 2 it should read device 2 of 2. This report consists of correct information.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-00652. Additional information received identified the leads were explanted and replaced which resolved the issue. Effective stimulation was restored postoperatively.